Event description:
A patient reported experiencing inaccurate low results with a surestep pro meter. The patient's blood glucose results were 286 mg/dl and lab 400 mg/dl. Tests were done within 30 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.

Event description:
A patient reported experiencing inaccurate high results with a surestep pro meter. The patient's blood glucose results were 453 mg/dl and lab 86mg/dl. Tests were done within 30 minutes with a difference of 367 mg/dl. Patient did not experience any adverse events. No further information has been reported.